Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge her scs system for approximately 6 months. Subsequently, an error message displayed on the patient programmer indicating an inoperable ipg. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified the ipg was explanted on (B)(6) 2017.